Event description:
Handpiece fell apart during bone reaction. Saw attachment was still attached to chuck but the chuck detached from the handpiece. Case type / application: tka 2.0. Update 3/3/26: please confirm, did anything remain in the patient: no. Update on investigation - collar locking mechanism - dislodged.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results - product evaluation and results: evaluation 1: collar locking mechanism - dislodged. Reported condition confirmed: yes; clinician review: no medical records were received for review with a clinical consultant; product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies; complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.